Event description:
It was reported that during a colon procedure, the clips were delivered, but the applier was hard to fire. They used another like device to complete the case. There was no adverse pt consequence.

Manufacturer narrative:
Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned in good physical condition. The instrument was cycled, fed, and formed the clips properly. The anti-backup was noted to be non-functional. However, no difficulties to actuate the instrument were noted during functional testing. The mfg records were reviewed and no anomalies were found during the mfg process. Complaint info is trended on a regular basis to determine if further investigation is warranted.